Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hypoglycemia symptoms with a blood glucose result of 4.5 mmol/l on the blood glucose monitor. The patient was vomiting and he was taken to the hospital. The laboratory result at the hospital was 1.5 mmol/l. The timeframe between 4.5 mmol/l and 1.5 mmol/l results was not provided, but the results were taken more than 10 minutes apart. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital.